Event description:
Needle stick: the nurse was collecting an urine sample and noticed the rubber covered end of the collection device appeared bent and was not draining. She assumed the inner portion was plastic and tried to bend it straight. Her hands were gloved, the inner portion of the device was metal.